Event description:
It was reported by the customer that a pyxis medstation es system had drawer 2.2 was not recover. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not being detected on the bus, remove the drawer from the med stations. The field service engineer chassis to inspect cables found a retractor band was loose. The issue was resolved by resetting the connection and reinstalling drawer back into the med station. The system functioned as intended after the field service engineer troubleshooted the device.